Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: other; device not returned to manufacturer. One (1) photo was provided by the customer, which was used to conduct the device analysis, the device sample was not received. Unable to confirm the reported complaint. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the cuffs were inflating unevenly and will create uneven pressure on the trachea. The issue was discovered prior to use. There was no patient involvement and no patient harm. No medical intervention required. Outcome of the event was ongoing.

Manufacturer narrative:
D9: 25-apr-2024. H3 and h6 - evaluation codes: updated. Device evaluation: one sample was received in used condition, in a plastic bag. During visual inspection no damage or other defects were detected on the sample. The sample was inflated with the use of a syringe to detect any problem in the inflation system. It was observed that cuff inflated as expected and symmetry value was 35 percent. The complaint was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. This issue will continue to be monitored and further actions taken accordingly.a2; h6 and h10 - device was returned and codes and investigation findings have been updated accordingly.